Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 40 mg/dl but the blood glucose was 110 mg/dl. The customer wanted assistance turning off the alerts. They were advised against turning off the alerts but information was provided about how to navigate to the insulin pump for alert silence. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.